Event description:
A biomedical technician reported during a cataract extraction with intraocular implant procedure, a system message was displayed. The procedure was completed using manual technique with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the reported event as the reported issue was observed. The footswitch interface printed circuit board (pcb) was replaced. The system software was updated; this is unrelated to the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).